Event description:
It was reported bt the rep that the device was used during a laparoscopic cholecystectomy. It was reported the devices jaw locked up at initial preloading clip stage. The gun fired for the first time to load clip and jaws remained closed with the clip inside. A new gun opened to complete the case. The handle remains locked. The ER 320 was a component of the laparoscopic cholecystectomy kit. There was no consequence to the patient.